Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing causing pacing inhibition. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: h6 - previously investigation conclusions should be 4315 - cause not established instead of 4307 - cause traced to component failure.